Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was guided through troubleshooting steps by technical support, which included disconnecting and reconnecting the tubing and attempting to deliver a bolus, but the alarms persisted. Tandem technical support arranged for a replacement pump to be sent. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.